Event description:
It was reported that the lead helix would not re-extend after the first attempted position during the implant procedure. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event. It was reported that the right ventricular defibrillation lead helix would not re-extend after the first attempted position during the implant procedure. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead helix would not re-extend after the first attempted position during the implant procedure. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the shaft seal was out of position.